Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer experienced high blood glucose. The customer had high blood glucose levels of 400 and 600 mg/dl. The customer had symptoms such as vomiting, sweating, tiredness, and was grumpy. The customer was treated with insulin pump. They changed the infusion set and the blood glucose started to go down. The insulin pump will not be returned for analysis.